Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having a sensor glucose level of 60 mg/dl and blood glucose level of 50 mg/dl. Customer reported treating the low blood glucose level with food. Customer also reported receiving low alarms when his blood glucose level was actually 285 mg/dl. No further information was provided.